Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched for emergency medical service and hospitalized due to high blood glucose level on (B)(6) 2021. Customer's blood glucose value was 498 mg/dl at the time of the incident. Another blood glucose level was 163 mg/dl. Customer reported symptoms related to high blood glucose was nausea, vomiting, abdominal pain, difficulty in breathing. The symptoms occurred on hospitalization was headache, weak or tired, feeling sick, increase thirst. The customer was assisted with troubleshooting. The customer was treated with insulin drip, insulin pen, insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer stated that the infusion set had bent cannula. The device will not be returned for analysis.